Event description:
During a bilateral plantar fasciotomy using a topaz epf microdebrider with integrated cable, the surgeon removed the wand from the surgical site to check that it was functioning correctly. When she tested it by using the pedal controls, the wand began to spark. The surgeon then noticed that the tip of the wand had melted. There was no pt or surgeon injury and nothing was left behind in the pt.

Manufacturer narrative:
The device is returning for investigation. A follow up report will be provided once the lot history record review and investigation are completed.